Event description:
The report received from the affiliate states an angioguard xp (complaint product) was properly flushed at preparation. When attempting to dock the filter basket into the deployment sheath tip, the distal coil wire was found unraveled/stretched. Therefore, another product (same size, lot unknown) was opened and the procedure was completed successfully. The patient was a (B)(6) male. The procedure was cas for left internal carotid artery. No calcification and mild vessel tortuosity, the rate of stenosis was 90%. A (B)(4) precise stent (lot unknown) was placed in the lesion successfully. There was no damage noted to the outer packaging. There was no mishandling of the product during prep. The device was secure in its packaging. There was no reported injury to the patient. The complaint product was not clinically used.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received states that when attempting to dock the filter basket into the deployment sheath tip, the distal coil wire was found unraveled/stretched. Another product was opened and the procedure was completed successfully. There was no damage noted to the outer packaging. There was no mishandling of the product during prep. The device was secure in its packaging. There was no reported injury to the patient. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.